Event description:
Caller reports, while breaking the glass ampule in the coaguchek s control vial, the glass penetrated the plastic vial and stuck in her finger. She had not wrapped guaze around the vial as instructed in the labeling. At first some glass stuck in finger and was later removed by a nurse. She covered it with a band-aid.